Event description:
Hickman cvc had been in place for one month. Per protocol, the nurse was flushing the line with normal saline prior to a blood draw using a 10 cc syringe. Upon flushing the side wall of the lumen just proximal (to the patient) to the bifurcation hub "blew out". The catheter was later removed. Manufacturer response for central venous catheter, bard hickman 9.0 fr. Dual lumen with peel-apart introducer (per site reporter).